Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
A supportive living supervisor contacted lifescan in 2007, and alleged that the lay user/patient's one touch ultra meter was reading inaccurately high. This complaint was classified based on the customer care advocate (cca) documentation. The patient had received results of 551, 351, and 575 mg/dl on the subject meter. The facility nurse was contacted and she was instructed to give the patient 12 units of novolog insulin. The next morning, the patient seemed incoherent and had complained of a headache. The patient was taken to the facility's emergency room. The facility supervisor brought her personal meter to test the patient (freestyle meter) and obtained a result of 57 on that meter. The facility then contacted the patient's doctor who instructed that the patient be given orange juice and try to bring up her blood glucose level. The reporter did not have the meter/supplies with her at the time of the call and therefore, troubleshooting could not be completed. This complaint is being reported because the reporter alleged receiving high results on the subject meter and the patient was given insulin. Later, the patient experienced hypoglycemia and was treated with juice. Replacement products were sent to the lay user/patient.